Event description:
It was reported to medtronic neurosurgery that during the surgery, fluid was unable to pass through the valve.

Manufacturer narrative:
The product was not returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.